Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The related complaint is (B)(4).

Event description:
It was reported that a patient underwent a diagnostic endoscopic procedure to investigate a suspected small intestine bleed; bleeding was observed but could not be fully accessed as scope was unable to reach the area of bleeding. The patient returned the following day for a balloon-assisted endoscopy to allow for deeper access and treatment. During this second procedure, a clear plastic cap which had been attached to the endoscope used the previous day was discovered lodged in the distal esophagus. The cap had dislodged during withdrawal of the scope and was inadvertently left behind. It was safely retrieved using a net during the second procedure. The procedure was completed with the same device. The patient suffered no harm, required no additional medical treatment beyond the scope retrieval, and made a full recovery due to timely intervention. This complaint is related to the scope. The related complaint is (B)(4).